Event description:
Reportable based on additional information received 13 august, 2020. It was reported that asymmetric unsheathing occurred. A 27mm lotus edge valve was positioned to treat the native aortic valve. During deployment, asymmetric unsheathing of the 27mm lotus edge valve occurred three times. The patient became hemodynamically unstable. The physician elected to remove the 27mm lotus edge valve and complete the procedure with the implant of a non-bsc valve without complication. The patient was stable and doing well at the completion of the case. It was further reported that on the same day as the index procedure cardiac arrest occurred. One (1) day post index procedure an ischemic stroke occurred.